Event description:
The pad device was used on a patient in an event on a ski slope on (B)(6) 2008. The device switched off after no shock was advised and a "low battery" warning was issued. Further information from the user confirmed that the patient had taken an epileptic fit and there was no shockable rhythm present. The emergency team administered treatment for the epileptic fit. The patient survived and it is assumed was transferred to hospital after the event. Neither the pad device nor the pad-pak were returned for investigation.

Manufacturer narrative:
Neither the pad device nor the pad-pak used in the event was returned so no adequate investigation could be carried out. The memory download was received and this confirmed that during pre-charge, the battery voltage fell below the threshold for triggering a low battery warning. A "low battery" warning was issued and the device was switched off as a result of the on/off button being pressed almost 8 minutes after the device was switched on. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.